Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the adhesive peeling could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the adhesive on the bending section cover was detached. In addition, the distal end was not secured due to adhesive peeling of the distal end. There was no patient involvement.